Event description:
(B)(4). In pain and sick for 2 years. Finally narrowed it down to essure. Found a doctor after (B)(6) in tests to determine I needed a hysterectomy. Had my surgery (B)(6) and from the minute I woke up from surgery I began to notice symptoms were diminishing. Almost a year later I feel like I did before the implantation of essure.